Event description:
Information was received indicating that during pre-test, a smiths medical cadd solis vip pump failed occlusion at 27.29psi. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was missing. During functional check, the reported complaint could not be duplicated. Device was able to pass the occlusion test during the investigation. Issue could not be duplicated. Replaced downstream occlusion sensor as a preventive measure.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Device was able to pass the occlusion test during the investigation. Replaced dso (downstream occlusion) sensor for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.